Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the glass syringe is broken at the top." Additional information received on ((B)(6), 2026, indicated that "the procedure proceeded without awakening the patient once the event occurred. Pediatric patient. Another syringe had to be opened in order to complete the surgical procedure. The deflux metal needle itself was being used. The wings at the base of the syringe broke, making it impossible to apply force to advance the product through the needle for injection."